Event description:
It was reported the physician abandoned the trial procedure because the pt developed chest pains and breathing issues. It was reported there were no issues with the leads. It was reported the pt had improved postoperative. Follow up identified the issues had fully resolved, and no further intervention was taken. It was reported the physician believed the issue was caused by the positioning on the operating table.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.